Event description:
Per the clinic, the patient experienced pain around the implant site and reported a "screeching" sound with device use, resulting in the decision to discontinue use of the device. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.